Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (RV) lead was stuck and could not be retracted. The RV lead was not used and replaced. The patient was in stable condition throughout the procedure.